Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
The complainant alleged while defibrillating a (B)(6) year old male pt, the device's defib output was incorrect. The complainant stated the device was set at 120 joules and only 65 joules was delivered on the first shock with arching seen on the pt. The second shock was set at 150 joules and 168 joules were delivered. Complainant indicated that the pt subsequently expired, however it was not a result of the reported malfunction.